Event description:
Biomed reported an over infusion. The nurse reported that a new bag of zosyn was started at 1045. She verified with another rn that the rate and duration were programmed into the pump correctly. She stated that the medication appeared to be running faster than the programmed 12.5 ml/hr. The bag of zosyn was empty in 20 minutes and the pump showed 3 hr 37 minutes of the infusion time remaining. The nurse changed out the device and sent it to biomed to be checked. No pt harm reported and no medical intervention was required. Customer stated that no add'l pt/event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed. Log review pending.